Manufacturer narrative:
H10: multiple good faith efforts (gfe) were attempted to obtain confirmation of the part replacement and resolution. Multiple attempts were made to the philips remote service engineer (rse) to obtain a point of contact at the customer site to direct the resolution gfes to. No contact was provided by the rse, so no further attempts to the customer could be made and no further information could be acquired. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11: updated contact information, contact office entity, and manufacturing site. H10: this report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00217. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint on the v60 ventilator indicating that the accept button was not working. The device was reported to be outside of use at the time of the reported problem. No patient harm was reported. The remote service engineer (rse) spoke with the customer who stated that the button cable wasn't working properly and was requesting replacement part information and price for the cable. The customer was provided with part information for the switch pcba rp cable. Good faith efforts for confirmation of part order and resolution are in progress. The investigation is ongoing.